Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found during manufacturing review regarding fmc cassette product been delivered to this customer. Since the complaint sample is not available for evaluation neither photo or videos were provided for evaluation and device history review (DHR) review was not performed since the lot number is unknown and no information was found during manufacturing review, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report they discovered fluid leaking from the tubing of the liberty cycler set near the patient line connection during dwell 2 of 5. The cause of the leak is unknown. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report they discovered fluid leaking from the tubing of the liberty cycler set near the patient line connection during dwell 2 of 5. The cause of the leak is unknown. Additional information has been requested, however to date has not been provided.